Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited sporadic oversensing. Isometrics and pocket manipulation were negative in the clinic with oversensing only observed in episodes. The patient had high rate non-sustained episodes showed clear oversensing as well as ventricular sensing episodes which showed non-physiologic oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.